Event description:
It was reported that the customer experienced a blood glucose (bg) level of "high" on glucose monitor; due to cgm values not populating on bolus screen. Bg was addressed by correction bolus via pump. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.